Manufacturer narrative:
The lcd screen issue was confirmed during a visual inspection of the returned autopulse platform. To remedy the issue, the defective lcd display was replaced. The autopulse passed the initial functional test without any fault or error. Visual inspection was performed and found damaged front and bottom enclosures, top cover and battery lock, unrelated to the reported issue. To remedy the damage, the front and bottom enclosures, top cover and the battery lock were replaced. The autopulse platform is a reusable device and was manufactured in november 2011 and is 7 years old, well beyond the expected service life of five years. Therefore, this type of physical damage is characteristic of normal wear and tear for the life of the device. Following the repair, the platform passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the customer reported that the middle of the display screen on the autopulse platform (sn (B)(4)) was blank upon powering on. No patient involvement.